Event description:
Routine remote transmission shows premature battery drain. Device was under boston scientific advisory for hydrogen premature battery drain. Bsc tech support confirmed, recommends generator replacement within 90 days. Patient is being scheduled for generator change.